Manufacturer narrative:
Follow-up #1: date of submission 12/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 12/04/2013 with the following findings:the keypad was found to be intact; no lifting or damage was observed. The kepad buttons were found to be responsive. The pump was able to be locked and unlocked successfully. The keypad cover was removed; no button contact defects were observed. No evidence of contamination was present under the key contacts. The reported complaint was unable to be duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the distributer contacted animas stating the keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).